Event description:
It was reported that charging cord required extra force to plug in, and this concern was communicated through a document-only email. There was no reported impact to the customer¿s blood glucose level. Customer had already discussed issue with support team and declined further follow-up from technical support, and no additional corrective actions or outcomes were documented.